Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the patient went to the clinic for a device check. As the physician was adjusting the lead's parameters, the patient experienced syncope. The lead's parameters were adjusted and the patient's symptoms subsided. A month later, the patient went to the hospital for symptoms of chest tightness. It was determined that the lead had dislodged. A lead revision is scheduled. The lead remains in use. No further patient complications have been reported as a result of this event.